Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. This touchscreen was verified as a functional touchscreen without any problem found due to the passing of the flex cable resistance verification testing and resistance ratio testing.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse attempted a calibration of the touchscreen to resolve the issue but was unsuccessful. The fse then replaced the touchscreen and confirmed the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.